Event description:
A report was received alleging that during placement of the listed device into use with patient, the cuff could not be inflated. According to reporter, an emergent exchange of the tracheostomy tube was performed. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).